Event description:
It was reported that the outer packaging of the chs plate was damaged. Upon opening of the device in surgery it was noticed that the inner packaging was also damaged. Surgery time was extended by 30-60 minutes.